Event description:
It was reported that log file analysis found driveline power faults that started on (B)(6) 2022. The patient reportedly exchanged their system controller at home when the alarms occurred, and the alarms resolved. The patient visited the clinic on (B)(6) 2022 for a modular cable and controller exchange. The cause of the alarms was unknown and there have been no further alarms reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis and a log file was submitted and downloaded for review and showed events spanning approximately 2 days (17nov2022 12:40:39 ¿ 23:20:03, 01jan2000 per timestamp). Events occurring on 01jan2000 were recorded as default dates during testing at abbott. Driveline power fault alarms that were correlated with power a broken were active on 17nov2022 from 20:52:57 ¿ 20:57:10. Pump operation was not affected by these alarms. The driveline was disconnected on 17nov2022 at 20:57:10 for a system controller exchange. There were no other notable alarms active in the log file. The controller was functionally tested but was unable to pass testing due to constant alarming for driveline power faults. Upon further inspection it was found that fuse a was electrically compromised therefore causing the alarms. The controller was opened to inspect the internal components. Upon opening the controller, fluid ingress was found covering a portion of the controller¿s main printed circuit board (pcb). Additional information communicated that the alarms resolved after exchanging the system controller and modular cable. The root cause of the driveline power faults was conclusively determined to be due fluid ingress damaging the main pcb of the system controller. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.